Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken. The broken part was missing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that they received a lost sensor alert. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the lost sensor issue. The customer confirmed that the wrong transmitter ID was not programmed into the pump. The pump was not communicating with the transmitter as well. The customer was sitting down when the lost sensor alert occurred. However, when the customer removed the sensor the cannula was missing. The sensor was returned for analysis and a replacement sensor was shipped to the customer.